Event description:
When scrub was setting up for a case, she noticed that the indicator in package was not the correct color to show sterility. Equipment was taken off new field before reached patient.